Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascvs0187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the event occurred during treatment. Device had been placed approximately 2 hours earlier with no issues. Pt felt something wet on her chest, and fluid was noted to be leaking from tubing at needle. It was stated the tubing broke away from the hub.

Event description:
It was reported that the event occurred during treatment. Device had been placed approximately 2 hours earlier with no issues. Pt felt something wet on her chest, and fluid was noted to be leaking from tubing at needle. It was stated the tubing broke away from the hub.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached of the needle from the tubing is confirmed and was determined to be supplier related. One 20 g x 0.75 in. Powerloc max with y-site was returned for evaluation. An initial visual observation showed use residue on the returned sample. The needle housing/handle was observed to be completely detached from the tubing of the infusion set. No tensile weakness was observed in the tubing of the infusion set. A microscopic observation revealed very little adhesive in the needle housing and within the distal end of the tubing. Striations were observed on the distal end of the tubing and the surface was observed to be polished and slightly rounded, indicating it is likely the manufactured end. This device is a supplied component and the supplier has been notified of this event a lot history review (lhr) of ascvs0187 showed no other similar product complaint(s) from this lot number.